Manufacturer narrative:
Initial reporter phone#:: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with foreign matter. It was stated ¿there was a visible particle (lint) in the 20ml bd syringe which was used.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture, hair can be observed within the filled syringe. As a lot number is unknown for this incident a device history record review could not be performed. The manufacturing area is under a positive pressure to push dust and foreign particles out of the manufacturing line. Operators are required to wear protective clothing to prevent the introduction of foreign material to the product. It has been determined that the presence of foreign matter exhibited within the provided sample is a result of human error; an operator did not follow the proper protective clothing procedure. A project has been opened to reduce the occurrence of this foreign matter in the product. Manufacturing personnel have been notified of this incident for further attention. Based on severity and occurrence no formal CAPA is required according to internal procedure.